Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples *analysis and findings distribution history the complaint product was packaged at csi 7/2020. Manufacturing record review lot 202202 was built into csi work order 292155. DHR-2030 - 292155 was reviewed and no non-conformities, related to the complaint condition were noted. It should also be noted that work order 292155 was post sterilization sampled by qa for visual and functional attributes where no issues were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product was received at csi trumbull under RMA 315301. Visual evaluation evaluation of the complaint product was performed and no obvious damaged was noted. One insorb stapler was returned depleted of staples and accompanied with its pouch. Functional evaluation functional evaluation of the complaint product was performed. The stapler was dry fired (depleted of staples) and functioned as expected. Root cause a definitive root cause cannot be reliably determined at this time. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. *was the complaint confirmed? No.

Event description:
The stapler miss fired several times during procedure. A few times we only got a third of a stapler expelled. We had to open an additional stapler as it was damaging the tissue from having to fire in the same spot repeatedly. 1216677-2021-00018-1 insorb 30 stapler 2030 e-complaint-2021-01-0000445.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Incident details surrounding event the stapler miss fired several times during procedure. A few times we only got a third of a stapler expelled. We had to open an additional stapler as it was damaging the tissue from having to fire in the same spot repeatedly. Isolated event. 1216677-2021-00018 insorb 30 stapler 2030 e-complaint (B)(4).